Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During redo pulmonary vein isolation procedure a intellanav mifi open-irrigated catheter was selected for use. It was reported that temperature errors were observed on the maestro generator about halfway through the procedure. During troubleshooting, the physician noticed irrigation leaking from metriq tubing set to the irrigation port on catheter handle. The luer lock hub / tubing line junction was compromised, where irrigation was leaking and was not irrigating the tip of the catheter. The catheter was replaced, which resolved the issue, and procedure was completed successfully with no patient complications.